Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery self-activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure mode ¿self activation or keying¿ is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery self-activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.